Manufacturer narrative:
New information received clarifying the reported issue is the air flow accuracy failed during pm/pvt. That said, issue is deemed as not reportable since issue occurred in preventative maintenance/performance verification testing will have no direct patient contact nor has there been any reports of patient/user harm. Therefore, there is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury.

Event description:
Bench repair: flow issues.